Event description:
This report is based on information provided by philips remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during routine inspection, it was noted that the ac (alternate current) power entry port had been damaged. There was no record of how the damage happened but was noted that the ac (alternate current) power cord will not seat in the port. As such, the device cannot be charged.